Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high undefined pacing impedance and loss of capture. During the lead revision procedure, the lead was connected to an analyzer where optimal impedance and threshold values were observed. Due to the conflicting information, the physician chose to explant and replace the implantable cardioverter defibrillator (ICD), and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.